Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 258 mg/dl and it repeated as 107 mg/dl. The repeat value was considered correct.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. A reagent issue can be excluded as the correct repeat value was measured using the same reagent. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found overflowing cells and this was caused by a blocked vacuum path. The vacuum path was corrected. The rinse levels were adjusted. Controls were run. The analyzer and test were confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.